Event description:
Boston scientific received information that a revision procedure was performed due to a right atrial (ra) lead dislodgement. When the physician attempted to reposition the lead, the exposed helix made it difficult to reposition. Subsequently the physician elected to explant it and implant a new ra lead. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a cut in the insulation at 331 mm from the terminal pin. This was attributed to the removal of the suture sleeve as the suture sleeve had a cut through it. Analysis was unable to confirm the field allegation as there was nothing visually wrong with the lead that would cause a dislodgment and placement difficulty.